Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a large hole on the pebax. It was initially reported by the customer that there was a loss of force information at the end of the catheter per procedure. No patient consequence was reported. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 3-jul-2024, the bwi pal revealed that a visual inspection of the returned device found a large hole in the pebax and internal parts exposed. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the catheter was returned for evaluation. Biosense webster (bwi) conducted a visual inspection and screening testing of the returned device. The evaluation has been completed. Visual inspection revealed a large hole and in the pebax area with internal parts exposed; however, the damage could be related to device handling. No other damage was found on the tip. A screening test was performed, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer was confirmed; however, the potential cause cannot be determined. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter be disconnected. If the problem persists, replace the catheter cable or the catheter. For the damage on the pebax the IFU of the product states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).